Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a spontaneous report received from the (B)(6) to baxter (B)(4). Reportedly, on unspecified date, the patient (B)(6) has connection issues with (B)(4) homechoice auto pdset 8-prong cassette ((B)(4)). During the priming phase, the liquid begins to pass through the line, it is disconnected from the bag and the liquid leak on the floor. Sample not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during priming. This complaint was confirmed on the received actual and companion samples. No root cause was determined. A batch review was performed with no issues noted. Labeling review was found adequate for the potential use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.